Event description:
Material no. Unknown . Batch no. Unknown . It was reported that after use of the unspecified sst tube there was an issue with erroneous results. The following information was provided by the initial reporter: it was reported that when the order of draw is not followed, k+ is critically high and calcium is critically low. This has happened over my 20+ years working in the lab. They are all from the past and not recent. I can tell you the tubes involved were the lavender (no hemogard) 4 ml draw tubes and the double gel tiger top sst.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Customer has acknowledged (in event description) that when order of draw is not followed, the analytes are affected. After 1-follow-up attempt to obtain additional information, the customer stated that no sample or further information is available. Bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown batch no. Unknown. It was reported that after use of the unspecified sst tube there was an issue with erroneous results. The following information was provided by the initial reporter: it was reported that when the order of draw is not followed, k+ is critically high and calcium is critically low. This has happened over my 20+ years working in the lab. They are all from the past and not recent. I can tell you the tubes involved were the lavender (no hemogard) 4 ml draw tubes and the double gel tiger top sst.